Manufacturer narrative:
Information was not provided by the initial contact. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during an unknown procedure for obesity, at the beginning of the procedure, they loaded the device but couldn´t open because it was blocked. Another device was used to complete the procedure. There were no adverse consequences for the patient. This event occurred before using the device on the patient. The problem started when the device was loaded and closed just before to pass it on the surgeon. This surgeon could not open it so the device was changed.